Event description:
It was reported that the lead integrity alert (lia) triggered, and the atrial and ventricular leads exhibited high impedance, noise and oversensing. A setscrew problem was suspected, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 5 - lfp high rate-ns <= 180 ms average v-cycle on (B)(4) 2012 in the timeframe between 02:32:07 and 02:32:22. Sensing - interference/noise: ventricular short interval count v-sic=32.4 counts avg/day, in 2.56 days, between (B)(4) 2012 01:28:50 and (B)(4) 2012 14:55:29. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(4) 2012 02:32:03. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 21:00:13 and (B)(4) 2012 03:00:19. Weekly pace lead impedance trend data shows a spike increase for max ventricular pace bi impedance = 456 to 4047 ohms peak between (B)(4) 2012, then returning to 475 ohms on (B)(4) 2012.